Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A replacement product was implanted. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis. Additional information was received indicating that this pacemaker exhibited setscrew issues during a surgery intended for replacement of a surgically abandoned lead. The lead replacement was required prior to a magnetic resonance imaging (MRI) procedure. Subsequently, the physician decided to also explant this pacemaker. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A replacement product was implanted. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.